Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2016 with blood glucose of 26 mg/dl at the time of the incident. The customer had a car accident during this low incident while wearing a sensor but did not receive a low alert warning. The customer was at 158 mg/dl at the time of the call. The customer was given glucose tablets to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the customer believes the pump over delivered. The customer reported their blood glucose could drop from the 300 mg/dl range to 26 mg/dl in an hour and a half. The customer had a car accident in (B)(6) 2016 while wearing a sensor but did not receive a low alert warning. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with the operating currents within spec. And passed the self test,unexpected alarm error test, rewind, basic occlusion test, occlusion test, primetest, excessive no delivery test, displacement test, and the dat test at 0.08720 inches. Pump was programmed with test minilink and the glucose sensor simulator. Pump communicated properly with glucose sensor simulator and displays the 100 mg/dl value properly on display graph. Set the threshold suspend alarm to 60 mg/dl and lowered the sensor simulator to the 45 mg/dl setting. The pump alarmed low predict at 73 mg/dl and then threshold suspend alarm signaled at 55 mg/dl properly. The low blood glucose alert, and thresh suspend alarm are working properly. Pump received with cracked battery tube threads, case cracked at the display window corner, cracked lcd display window, minor scratched lcd window, and scratched reservoir tube window.